Event description:
It was reported that the procedure was cancelled. A 7.0 x 20, 135cm mustang balloon was selected to be used in an angioplasty procedure of the mesenteric artery. The mustang balloon was advanced for dilation; however, it had difficulty advancing into the 7 french guide catheter. It was then attempted to advance the stent, and the express ld vascular never passed the tip of the catheter. As a result, the dilation treatment could not be performed, and the procedure was postponed for a later date. There were no patient complications reported.

Manufacturer narrative:
D4: lot number updated. G1: manufacturing site address updated. H4: device manufacture date updated. Device evaluation by manufacturer: a mustang device, 20 atm was received for analysis. The recommended introducer/guide sheath size for this device is minimum 5fr sheath. The sheath used by the customer was not returned for analysis. During analysis the investigator applied negative pressure to the device and successfully advanced it through a boston scientific 5fr sheath and withdrew with no issues noted. A visual examination identified that the balloon was not subjected to positive pressure. No issues were identified with the balloon material. A visual and tactile examination identified no damage to the shaft of the device. A visual examination identified no damage to the tip of the device. This concludes the product analysis.

Event description:
It was reported that the procedure was cancelled. A 7.0 x 20, 135cm mustang balloon was selected to be used in an angioplasty procedure of the mesenteric artery. The mustang balloon was advanced for dilation; however, it had difficulty advancing into the 7 french guide catheter. It was then attempted to advance the stent, and the express ld vascular never passed the tip of the catheter. As a result, the dilation treatment could not be performed, and the procedure was postponed for a later date. There were no patient complications reported.